Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was reportedly implanted with no issue. It was reported that after final routine ballooning of the trunk-ipsilateral leg component with a qxmédical q50-65 stent graft balloon catheter , extravasation was visible, and it was determined there was a possible rupture (slight tear) around the proximal portion of the trunk. The physician reportedly believes the tear went through the intimal and medial layer of the aorta. The aortic neck measured 16mm at the renals, was reportedly extremely friable, and had an approximately 60 degree angle. The balloon was reportedly completely inside the proximal end of the trunk when the ballooning occurred. It was reported the rupture possibly occurred due to ballooning the patient¿s thin and friable aorta. The patient reportedly had no blood loss and did not experience a drop in blood pressure. The stent graft also reportedly ¿abruptly expanded¿ as well as moved distally approximately 1cm below the left renal during the ballooning of the device. An aortic extender component was implanted successfully extending from the trunk to within 1-2mm of the renals. It was reported imaging identified the rupture was still present at the proximal portion of the trunk. However, it was reported the amount of contrast had lessened. Imaging was again performed whereby an angiogram was taken with the pigtail pulled down to the flow divider. The images reportedly identified that the rupture was still present at the proximal portion of the trunk. A second aortic extender component was placed just above the flow divider completely within the trunk. It was reported the after the second aortic extender component the contrast was significantly reduced. The physician is going to monitor the patient and do a one month follow-up exam. The patient tolerated the procedure.